Event description:
I have mentor silicone breast implants, implanted in (B)(6) 2007, right when they were approved. I was supposed to be part of a 10 year follow up study. The doctor has never contacted me for any follow up. In the years since my implants I have experienced worsening symptoms, have had many tests and doctors have not been able to pinpoint the issue. From autoimmune disease to rheumatoid arthritis to allergies, I have had many doctors guessing. My symptoms include joint pain, muscle weakness, fatigue, migraines, skin rashes, abnormal vaginal bleeding, chronic bacterial infections, chronic fungal infections, anxiety, depression, ptsd.